Event description:
Manufacturer's investigation unit reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.